Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had two precise stents successfully implanted in the ostial left internal carotid artery (lica) during the study index procedure. A 7 mm angioguard embolic protection device was used for the procedure. There were no reported procedural complications or product issues reported. The patient had no neurological deficit noted upon leaving the angiography suite. The patient was discharged the day after the procedure. Two days after the procedure, the patient was reported to have experienced an ischemic stroke. The onset of symptoms was gradual and they were characterized as behavioral change/aphasia and right sided hemiparesis. The event was resolved without residuals in less than twenty-four hours. No intervention was performed as a result. The event was reported to be unrelated to the study devices/procedure/anticoagulation. Additional information has been requested. The patient was asymptomatic for the procedure. The lica target lesion was reported to be: a 90% stenosis, 7 mm length, 6 mm reference diameter, mildly tortuous, eccentric, and circumferential. The lesion was pre-dilated. A 7 mm angioguard embolic protection device was used. Two precise stents were implanted: a 9 x 40 distally and a 10 x 30 proximally in overlapping fashion. The residual stenosis was 10%.

Manufacturer narrative:
File changed to not reportable after further review. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2011-00757 and # 9616099-2011-00758.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2011-00757 and # 9616099-2011-00758.

Manufacturer narrative:
The adjudication minutes received (B)(4) 2012, agree with the previous diagnosis of an ipsilateral cerebrovascular accident occurring approximately 2 days after stent implantation. Original information noted that the patient fully recovered in less than 24 hours and the event was not related to the study device. This was determined to not meet the criteria for MDR reporting. However, new information provided by the cec adjudication committee states that the patient was hospitalized for two days and the discharge diagnoses included "acute left posterior frontal or anterior parietal punctate cerebrovascular accident, likely lacunar type"; complex partial seizures producing spells of paraphasia and word finding difficulty with mental acalculia and a "possible" component of dementia. It also states that the adjudication committee considered the event to be device and procedure related and that the patient still had minor residuals after discharge. Thus, to better reflect the adjudication determination the current code of ischemic stroke will be changed to a reportable event. Complaint conclusion: the complaint conclusion has been updated to reflect additional information. The adjudication minutes received (B)(4) 2012, agree with the previous diagnosis of an ipsilateral cerebrovascular accident occurring approximately 2 days after stent implantation. Original information noted that the patient fully recovered in less than 24 hours. However, new information states that the discharge diagnoses included "acute left posterior frontal or anterior parietal punctate cerebrovascular accident, likely lacunar type"; complex partial seizures producing spells of paraphasia and word finding difficulty with mental acalculia and a "possible" component of dementia. It also states that the event was device and procedure related and that the patient still had minor residuals after discharge. As reported via the sapphire registry, a patient with a history of hyperlipidemia, copd, renal insufficiency, coronary artery disease, hypertension and previous cea with recurrent stenosis experienced an ischemic stroke. The patient was asymptomatic at the time of the index procedure. The lica target lesion was reported to be a 90% stenosis, 7 mm length, 6 mm reference diameter, mildly tortuous, eccentric, and circumferential. The lesion was pre-dilated and a 7 mm angioguard embolic protection device was used. Two precise stents were implanted, a 9 x 40 distally and a 10 x 30 proximally in overlapping fashion. The residual stenosis was 10%. The patient had no neurological deficit noted upon leaving the angiography suite. The patient was discharged the day after the procedure. Two days after the procedure, the patient was reported to have experienced an ischemic stroke. The onset of symptoms was gradual and they were characterized as behavioral change/aphasia and right sided hemiparesis. No intervention was performed as a result. An ultrasound was later performed showing that there was no restenosis of the precise stents. The devices were implanted and not available for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. There is no evidence that this event was related to a manufacturing issue, therefore, no corrective action will be taken. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2011-00757 and # 9616099-2011-00758.